Manufacturer narrative:
The complainant was unable to report the lot number; therefore the manufacture date and expiration date are unknown. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an autotome rx 39 was used during a bile duct lithotomy procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the cutting wire was separated. Reportedly, no part of the device was detached inside the patient. The procedure was still completed with this device. There were no patient complications reported as a result of this event.